Event description:
While fitting a (B)(6) male patient, a zoll patient service representative (psr) contacted zoll customer support to report constant check therapy electrode pad messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode pad messages) was confirmed. As received, the belt failed incoming testing. Upon evaluation, there was no visible damage to the cable, but there was a broken pulse wire in the cable connecting the distribution node (dn) and ECG electrode b. The cause of the check belt messages is the broken pulse wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the broken wire. The patient was issued a replacement electrode belt.